Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the hard drive health was at 99% and the hard drive was therefore, replaced and reimaged. Analysis also noted the electrocardiogram connector on the link electronic module (lem) board was loose and the lem board was replaced and calibrated and the software was reloaded to an updated version. Analysis also found that the system fan was noisy and that the programmer was missing its radiator symbol, and both were replaced to resolve. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.